Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported the patient has been charging their implant every 3 days or so, but yesterday they noticed the therapy was not being used at all. Caller stated the patient normally charges their implant at 75% and the patient programmer showed therapy was off. Caller confirmed the patient had not had any recent surgeries. The circumstances that led to the reported issue were unknown. The troubleshooting steps that were taken on the call resolved the issue. The caller called back and reported that the same thing happened on friday ((B)(6) 2024) and they could not get the therapy turned back on all weekend. Agent reviewed that the if the battery gets so low that it cannot put out the required settings that the therapy turns off and will have to be turned on again manually after charging. The caller reported that they believe this is what is happening. Caller used the patient programmer to turn therapy back on, and noted that they were using the programmer incorrectly and that is why they could not get therapy turned back on themselves. The caller noted that they will charge more frequently. No patient symptoms or further complications were reported as a result of this event.